Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The logs confirmed the issue. The console (B)(6) was returned to field service for further investigation. The device issues could not be reproduced. The aic was run with a known good pump and purge cassette without any issue observed. The root cause for the placement signal not reliable alarm was due to the intermittent failure of the optical bench. Additional issue was found during investigation aic - loss of opm data the root cause of the controller error alarm was due to a firmware issue (optical bench fw anomaly). A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that an impella 5.5 pump was implanted for circulatory support. During support, the placement signal stopped functioning. Review of the device log showed low signal not reliable alarms. This finding indicates a potential issue with the automated impella controller (aic) as the source of the alarm. No patient harm was reported.